Manufacturer narrative:
Additional information: section d4 expiration date. Section g date received by manufacturer. Section g6 type of report. Section h4 device manufacture date. Section h6 evaluation codes. Product history review completed. The manufacturing records were reviewed. Product met all requirements for release with no anomalies identified. Correction: section d4 unique identifier (UDI) #.

Manufacturer narrative:
Following the explant, no devices were returned to saluda for analysis, therefore it is not possible to assess the functionality of these devices or to reach a definitive root cause for the migration. The cause of the apparent wound breakdown could not be confirmed. Evoke scs system surgical guide lists lead migration, which may result in undesirable stimulation changes and requiring surgery (including revision, explant, and replacement) as a result as a potential risk associated with the implantation and use of a spinal cord stimulation system.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was explanted due to a lead migration and wound breakdown.